Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 2.9, retest inratio: 2.6; date: (B)(6) 2011, inratio: 3.2, lab: 2.7. Pt's target therapeutic range is 2.0 -3.0. Results done within an hour of each other.

Manufacturer narrative:
Investigation pending.